Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient experienced a fracture of the right femur head and was hospitalized from (B)(6) 2013 for pain of lower limb following several falls. Patient was treated with dhs plate and screws. During the insertion of the dhs lag screw on (B)(6) 2013, the threaded tip of the connecting screw broke off in the lag screw. It was difficult to completely insert the connecting screw. Due to the broken threads of the connecting screw the compression screw could not be inserted into the lag screw. No consequence on the patient, delay of surgery -20%, the incident did not require further treatment. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
An investigation was conducted and it states that the screw broke according to a ductile forced fracture mechanism. The fine dimple structure on the fracture surface is a clear indication of a ductile forced fracture. It can be assumed that the instrument broke during an instantaneous overloading. The preferred orientation of the dimple structure could have been initiated from the residual fracture during failing. Another indication for a preferred orientation of the dimple structure could be a lateral force applied during procedure.